Event description:
It was reported that during implant attempt of the right ventricular lead the lead showed high impedances and was repositioned multiple times without success due to a scarring issue in the heart. The lead was not implanted. Additionally, it was reported that the new right ventricular lead had increased impedances and had to be repositioned multiple times until the lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Blood was found in/on the helix lobe mechanism.